Event description:
Per (B)(6), dealer called in and stated that while the end user was charging the batteries on the nutron, the charger sparked. Per (B)(6) dealer stated he believes the issue was due to the batteries being bad. (B)(6) stated the dealer ended call before additional information could be obtained. No patient injury alleged.